Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was duplicated and attributed to a crystal oscillator on the processor/bridge/pace (pbp) board. The pbp board will be replaced to resolve the report. The device will be recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device failed self test for defib and pacer functions. Complainant indicated that there was no patient involvement in the reported malfunction.